Manufacturer narrative:
Additional information received ; it was reported the device was inspected before use as per IFU and the delivery system size was 14f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported events could not be assessed on the pre-procedural report received; therefore the cause of the event could not be determined. Procedural angiograms showing insertion of the sheath were not provided for analysis of the event. It is possible that the calcification observed in the patient¿s iliac vessels may have been a factor in the iliofemoral perforation but this cannot be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in a transcatheter bioprosthetic valve procedure. The surgical valve was dilated using a 20 millimeter (mm) non-medtronic balloon while using temporary pacing. When temporary pacing was stopped, the patient's pressure immediately dropped. The transcatheter valve was delivered successfully. Cardiopulmonary resuscitation (CPR), medication, and defibrillation were used to attempt to recover the patient, however, the physicians were unable to revive the patient and the patient subsequently died. It is unknown whether an autopsy was performed. It was reported there was iliac rupture caused by transit of the sentrant sheath and/or delivery system. As per the physician the cause of the death iliofemoral perforation. No additional clinical sequalae were provided and the patient is expired.